Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump had power loss alarm, sensor updating, change sensor alert. Customer stated she was getting an allergic smelling, itching. Customer also reported they did not receive a calibration not accepted alert. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.